Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced the hv cable and reset connections on the back of the printer. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the live images on the left monitor of the 6800 system disappeared and only displayed horizontal lines (not syncing and steady). Advised that problem is intermittent. There was no report of patient injury.